Event description:
It was reported that an ilet user experienced fluctuating glucose with episodes of hyperglycemia followed by hypoglycemia, associated with late or missed meal announcements and a correction given near a late announcement. A high occurred despite no breakfast, and lows were attributed to late announcing, consistent with a usage problem and failure to follow instructions related to meal entry and timing. Symptoms included hyperglycemia and hypoglycemia ranging from 46 mg/dl and 280 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified improper procedure and user interface interactions contributing to unintended use error. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal announcement timing and corrections.